Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening in the posterior, weight to the spec and brown particle in the shell . A microscopic analysis was performed which identify striated opening in the posterior . Based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage.

Event description:
Physician reported right side rupture, pain and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.